Manufacturer narrative:
Subject devices have been received; no conclusions could be drawn as the devices are entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: va-tcp was used for a distal radius fracture case in (B)(6) 2015. It was reported that the plate in question produced fissures within oblique hole right after the surgery and the fissures became larger. In (B)(6) 2015, during a routine checkup, the breakage of the plate in question was confirmed as well as nonunion the patient. The re-operation followed to extract the broken plate and to fix treated area with alternative plate in (B)(6) 2015. It was further reported that the reported screws were intact. The patient is currently under observation and is to take planned rehabilitation used with sonic accelerated fracture healing system (safhs). This complaint involves one (1) plate, four (4) unknown locking screws, three (3) unknown variable angle (va) locking screws, and one (1) unknown cortex screw. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The patient¿s age is between (B)(6). Report is for three (3) unknown variable angle (va) locking screws. Exact date unknown, implanted (B)(6) 2015. Unknown if screws were explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.